Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited loss of pacing and loss of capture. A revision procedure was performed where the crt-d was explanted and the rv lead was surgically abandoned. A new crt-d and rv lead were successfully implanted. No additional adverse patient effects were reported.